Event description:
It was reported that the zimmer air dermatome was not harvesting skin correctly. Additional clinical follow up with the hospital indicated that the initial skin harvest was uneven and jaggered. An additional graft harvest was required to finish the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4) and the last repair was on (B)(6) 2008, for a non related issue. The inspection found that the device was leaking around the swivel connection. The thickness lever was stiff to operate. The cause of the reported complaint is a leaking swivel/hose connection. This is likely due to a lack of preventative maintenance. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.